Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. Corrected data: h6 device code.

Event description:
Additional information was received indicating the patient was compliant about charging the device. Patient stated they lost therapy approximately one year ago.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported the patient's ipg was non functional. The device was explanted and replaced with a recharge free ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.